Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, alcohol use, dysfunctional uterine bleeding, endometrial ablation (without complication), dysfunctional uterine bleeding, mixed anxiety & depressive and migraine. Non-smoker. Previously administered products included for an unreported indication: depo-provera. Family history included cancer of lung (father), carcinoma breast (maternal grandmother), diabetes (father, paternal aunt), heart disease, unspecified (father, maternal grandmother, mother), osteoporosis (maternal grandmother), clot blood (maternal grandmother) and cerebrovascular accident (mother, brother). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), weight increased ("weight gain"), abdominal pain ("feeling of sharp springs in abdomen/ abdominal pressure"), coital bleeding ("bleeding during intercourse and partner could feel springs"), arthralgia ("joint pain"), loss of libido ("loss of sex drive"), abdominal distension ("bloating"), back pain ("back pain"), vulvovaginal mycotic infection ("yeast infections"), abdominal pain lower ("cramps"), hot flush ("hot flashes"), night sweats ("night sweats"), fatigue ("excessive fatigue"), panic attack ("panic attacks"), mood swings ("mood swings"), breast tenderness ("breast tenderness"), breast mass ("breast lump"), vaginal discharge ("vaginal discharge/constant vaginal"), feeling abnormal ("mental fog"), dry eye ("dry eyes"), nasal disorder ("nasal issues"), palpitations ("heart palpitations"), tooth extraction ("tooth removal"), skin mass ("skin bumps") and mental disorder ("aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (laparoscopic hysterectomy removing everything except ovaries). Essure was removed. At the time of the report, the pelvic pain and weight increased was resolving, the migraine had resolved and the abdominal pain, coital bleeding, arthralgia, loss of libido, abdominal distension, back pain, vulvovaginal mycotic infection, abdominal pain lower, hot flush, night sweats, fatigue, panic attack, mood swings, breast tenderness, breast mass, vaginal discharge, feeling abnormal, dry eye, nasal disorder, palpitations, tooth extraction, skin mass and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, breast mass, breast tenderness, coital bleeding, dry eye, fatigue, feeling abnormal, hot flush, loss of libido, mental disorder, migraine, mood swings, nasal disorder, night sweats, palpitations, panic attack, pelvic pain, skin mass, tooth extraction, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure confirmation test. Most recent follow-up information incorporated above includes: on (b)(B)(6) 2018: plaintiff fact sheet was received. All relevant medical history, treatment drug and start date and stop were added. Case become valid, device category device other event was changed to incident. Events migraines, weight gain, feeling of sharp springs in abdomen, bleeding during intercourse and partner could feel springs also. Joint pain, loss of sex drive, bloating, back pain, yeast infections, cramps, hot flashes, night sweats, excessive fatigue, panic attacks, mood swings, breast tenderness and lump, vaginal discharge, mental fog, dry eyes, nasal issues, constant vaginal and abdominal pressure, heart palpitations, tooth removal, skin bumps were added. Events severe and permanent injuries was deleted. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pelvic cramps") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation done during essure procedure". The patient's past medical history included psychological disorder nos, alcohol use, dysfunctional uterine bleeding, endometrial ablation (without complication), dysfunctional uterine bleeding, mixed anxiety & depressive, migraine, abdominal pain, menorrhagia, irregular menstrual cycle, phobia, menometrorrhagia and dysmenorrhea. Non-smoker. Previously administered products included for an unreported indication: depo-provera. Family history included cancer of lung (father), carcinoma breast (maternal grandmother), diabetes (father, paternal aunt), heart disease, unspecified (father, maternal grandmother, mother), osteoporosis (maternal grandmother), clot blood (maternal grandmother) and cerebrovascular accident (mother, brother). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), weight increased ("weight gain"), abdominal pain ("feeling of sharp springs in abdomen/ abdominal pressure"), coital bleeding ("bleeding during intercourse and partner could feel springs"), arthralgia ("joint pain"), loss of libido ("loss of sex drive"), abdominal distension ("bloating"), back pain ("back pain"), vulvovaginal mycotic infection ("yeast infections"), hot flush ("hot flashes"), night sweats ("night sweats"), fatigue ("excessive fatigue"), panic attack ("panic attacks"), mood swings ("mood swings"), breast tenderness ("breast tenderness"), breast mass ("breast lump"), vaginal discharge ("vaginal discharge/constant vaginal"), feeling abnormal ("mental fog"), dry eye ("dry eyes"), nasal disorder ("nasal issues"), palpitations ("heart palpitations"), tooth extraction ("tooth removal"), skin disorder ("skin bumps"), fibromyalgia ("fibromyalgia"), vulvovaginal discomfort ("constant vaginal pressure") and rash ("skin rashes"). On an unknown date, the patient experienced abdominal pain lower ("cramps"), mental disorder ("aggravated any psychiatric and/or psychological condition"), allergy to metals ("hypersensitivity reaction to nickel"), memory impairment ("memory issues") and medical device discomfort ("I could feel them on inside and on the outside"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy removing everything except ovaries). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the migraine, weight increased, coital bleeding, arthralgia, loss of libido, abdominal distension, back pain, vulvovaginal mycotic infection, abdominal pain lower, hot flush, night sweats, fatigue, panic attack, mood swings, breast tenderness, breast mass, vaginal discharge, feeling abnormal, dry eye, nasal disorder, palpitations, tooth extraction, skin disorder, vulvovaginal discomfort, rash, memory impairment and medical device discomfort had resolved and the abdominal pain, mental disorder, fibromyalgia and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, breast mass, breast tenderness, coital bleeding, dry eye, fatigue, feeling abnormal, fibromyalgia, hot flush, loss of libido, medical device discomfort, memory impairment, mental disorder, migraine, mood swings, nasal disorder, night sweats, palpitations, panic attack, pelvic pain, rash, skin disorder, tooth extraction, vaginal discharge, vulvovaginal discomfort, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: insertion details : essure device was satisfactorily deployed. The hysteroscope was then removed, and the novasure device was placed into the uterine cavity and deployed. Cavity assessment was satisfactory. An endometrial ablation was carried out on an automated power setting of 55 ohms for a total of 96 seconds without complication. Removal details: during her surgery today, she was found to have essentially a fairly normal pelvis. The implants were found to be in the right location and were removed along with the tubes and uterus without any difficulties. There is a discrepancy between date of removal as it was provided as (B)(6) 2015 in plaintiff fact sheet and as (B)(6) 2015 per procedure notes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure confirmation test current weight: (B)(6). Approximate weight at time of essure placement: (B)(6). Pathologic diagnosis: right fallopian tube: fallopian tube with proximally placed intralumenal metal coils; associated foreign body giant cell reaction to polarizable foreign material and fibrosis with luminal obliteration. Paratubal cysts. Left fallopian tube: fallopian tube with proximally placed intralumenal metal coils; associated foreign body giant cell reaction to polarizable foreign material and fibrosis with luminal obliteration. Paratubal cysts. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records :pelvic pain, fatigue, weight increased, migraine, arthralgia, medical device discomfort. Concerning the injuries reported in this case, the following one/ones were extracted from patient¿s medical records : medical device monitoring error. Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs and medical records received. Added new reporters, essure removal date and relevant history. Added events fibromyalgia, vulvovaginal discomfort, rash , allergy to metals, memory impairment, medical device discomfort. Added onset date for migraine, weight increased, abdominal distension, abdominal pain, coital bleeding, loss of libido, arthralgia, back pain, vaginal discharge, vulvovaginal mycotic infection , pelvic pain, hot flush, night sweats, fatigue,feeling abnormal, panic attack, mood swings, breast tenderness, breast mass , dry eye, nasal disorder, palpitations, tooth extraction, skin disorder.updated outcome for weight increased, coital bleeding, arthralgia,loss of libido, abdominal distension , back pain, vulvovaginal mycotic infection, abdominal pain lower, hot flush, night sweats, fatigue, nasal disorder, mood swings, panic attack, breast tenderness , breast mass, vaginal discharge, feeling abnormal, dry eye , palpitations,tooth extraction, skin disorder , rash. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.